Event description:
It was reported that during a hals colon resection procedure, after the first firing, the staples were not formed properly. The staples came apart at the staple line, which was then oversewn. There was an additional 30 minutes of procedure time and there was no reported patient consequence.